Manufacturer narrative:
It was reported that during a da vinci-assisted hysterectomy procedure, one of the jaws fell off the instrument and fell into the patient. Based on the claim against the product by the customer noting the suture cut needle driver jaws fell off and into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suture cut needle drive was analyzed and found that the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.077" 0.212" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additional observation(s) not reported by site: the instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from opening and closing smoothly. Common causes of the failure mode mechanical indentations/burrs instrument blades are typically attributed to mishandling/misuse. Nicks and gouge on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suture cut needle driver jaws fell off and fell into the patient. The procedure was completing as planned with no reported injury.